Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level was 310 mg/dl. Customer resumed insulin therapy, but declined correcting pump time during troubleshooting with tandem technical support.